Manufacturer narrative:
(B)(6). Implant date sometime in 2007. Concomitant medical products: unknown m2a magnum cup, unknown stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04764.

Event description:
It was reported patient underwent open reduction approximately 10 years post-implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Medical devices: m2a-magnum pf cup 48odx42id cat: us157848 lot: 529230, m2a-magnum 42-50mm tpr insrt-6 cat: 139252, taperloc por fmrl lat 7.5x135 cat: 11-103202 lot: 826530, cocr cable/sleeve set 2.0mm cat: 120010 lot: 356040. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.